Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy for detection of atrial fibrillation (af) with rapid ventricular response (rvr) by the implantable cardioverter defibrillator (ICD) device. Electrogram also showed the right atrial (ra) lead with undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was additionally reported that the atrial lead was observed with very small p-waves and far field r-wave (ffrw) oversensing on electrograms.